Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's relative (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch select simple meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that on (B)(6) 2015, the patient obtained an alleged inaccurate high blood glucose reading of 340 mg/dl with the subject meter. The reporter informed the csr that the patient manages her diabetes with self-adjusted insulin (6, 8 or 10 units depending on meter results). The reporter claimed the patient took an increased dose of 10 units of novolog insulin on the afternoon of (B)(6) 2015 in response to the elevated result and that the patient developed symptoms of feeling giddy and was vomiting soon after. During the follow-up call, the reporter was unable to confirm if the patient associated the symptoms with a high or low blood glucose excursion. In response to the symptoms, the reporter claimed the patient was taken to her family physician on the afternoon of (B)(6) 2015 where she was treated her with medications and an injection. During the follow-up call, the reporter was unable to provide details of the treatment received. The reporter claimed that at an unspecified time on (B)(6) 2015, a blood glucose reading of 220 mg/dl was obtained with the doctor's device after which the reporter confirmed the patient was getting better and went home.during troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated by a health care professional (hcp) for a possible acute complication of diabetes after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.